Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous, 75% stenosed lesion in the mid right coronary artery (mrca) artery. A 2.5x12mm xience skypoint drug eluting stent (des) was advanced but failed to cross the anatomy. Resistance was met with the anatomy during removal. There was no reported adverse patient effect and no clinically significant delays in the procedure. A non-abbott device of the same size was used to successfully complete the procedure. No additional information was provided.